Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 0.5 inches from the pump housing and the distal portion of the driveline was also returned. The returned portions of the driveline were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. However, visual inspection revealed a breach to the insulation of the yellow wire approximately 3 inches from the severed end of the driveline, exposing the inner conductors. The observed wire damage appeared to be the result of repetitive movement of the driveline in this location. Abrasions to the other wires were noted, but the remainder of the driveline was otherwise unremarkable. The yellow wire redundantly supports motor phase 1. If the exposed conductors of the yellow wire contacted the braided shield while the system was operating on the power module, the resulting short to ground would have resulted in the pump stoppages that were confirmed through the analysis of the submitted system controller log file. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 2 months. The explanted device was returned for analysis. The evaluation is not complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on the evening of (B)(6) 2016, the patient experienced a driveline disconnected (red heart) alarm. The patient went to the hospital and the system controller log file was retrieved. The hospital clinician reviewed the system controller log file and observed a pump stoppage event that lasted for a few seconds. It was reported that x-rays of the driveline did not reveal any visual damage. The patient was discharged home later that day. When the patient returned home and switched power to the power module with a grounded patient cable, the system controller displayed a red heart alarm. The patient reverted support back to batteries and no alarm occurred. The following morning the patient returned to the hospital and was readmitted. Based on the examination of the system controller log files and x-rays of the driveline, the hospital clinician and the manufacturer's technical service representative suspected a driveline short to shield internal to the patient. The patient remained in the hospital and a pump exchanged was performed on (B)(6) 2016. It was reported that the patient remained asymptomatic throughout the events. The explanted pump is expected to be returned for evaluation. No further information was provided.